Event description:
In 2005 -- pt underwent open ventral incisional hernia repair with mesh implant. The pt was notified of the mesh recall by surgeon and pt elected to have annual CT scans to monitor hernia repair site. In 2008 -- pt reported to the surgeon that he felt a lump under his skin in the area of the hernia repair. Pt underwent CT scan which showed that the mesh looked good. Five months later -- pt presented to md with what initially appeared to md to look like a suture protruding through the pt's skin. The same month -- pt underwent ambulatory surgery procedure under local. The surgeon reported he attempted to remove item protruding from the pt's skin and realized it was the recoil ring from the mesh. The pt could not tolerate the procedure discomfort under local, so the md stopped the procedure. The 3-4 inches of ring material was removed. The md tied a prolene suture around ring end and embedded it into tissue for identification when he goes back into site for further mesh explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt's event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.